Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels after changing the infusion set. The customer's blood glucose reading was 375 mg/dl; treated with the insulin pump. The customer changed the infusion set again and her blood glucose level was 451 mg/dl; customer was advised to correct with the insulin pump. Nothing was replaced or returned.